Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has been evaluated. The complaint is confirmed as the delivery pusher was broken. The root cause of the fracture is likely due to the device been exposed to repetitive bending at the transition section of the delivery pusher. Reference mvi: (B)(4).

Event description:
The customer reported that during the embolization treatment of an aneurysm, the delivery pusher broke during positioning as the device was manipulated. The entire system was removed without incident. No harm or injury was reported.